Manufacturer narrative:
(B)(4). Concomitant medical products: unknown natural knee femur, unknown natural knee bearing. Complaint xrays were evaluated and the reported event was confirmed. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. X-ray review states that medial and lateral femoro-tibial joint space is narrowed suggesting polyethylene wear. Tibial component coronal alignment is approximately 2 degrees varus. Tibial component sagittal alignment exhibits approximately 8 degrees posterior slope which is mildly excessive, may be due to subsidence of the posterior tibial tray and may be risk factor for polyethylene wear. Osteopenia is suggested, which may be risk factor for subsidence of the tibial tray. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-07573.

Event description:
It was reported that the patient was being considered for a revision procedure due to unknown reasons. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.